Event description:
It was reported that during the heartmate 3 (hm3) system controller sterile sealing operation visual inspection process, an operator identified system controllers with lifted user interface (ui) membranes. In all instances where the ui membrane lifted, the lift occurred at one end of the hm3 system controller, near the display button.

Manufacturer narrative:
Section a1-a4: there was no patient involved. Section d4: serial number is not applicable as this was internally identified by abbott. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section e: initial reporter are not applicable as this was internally identified by abbott. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that during the heartmate 3 (hm3) system controller sterile sealing operation visual inspection process in manufacturing, an operator identified system controllers with lifted user interface (ui) membranes. In all instances where the ui membrane lifted, the lift occurred at one end of the hm3 system controller, near the display button. A lifted ui membrane causes a gap along the edge of the controller housing and could lead to water entering housing of the controller in some circumstances. Abbott initiated a CAPA (corrective and preventive action) to address the lifted user interface (ui) membranes and will provide a guidance to the customer for proper identification of any impacted system controller. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ no further information was provided. The manufacturer is closing the file on this event.